Event description:
It was reported that the patient encountered a pop-up message on remote control stating that the implantable pulse generator (ipg) was nearing end of life. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was not returned due to surgery center policy.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient encountered a pop-up message on remote control stating that the implantable pulse generator (ipg) was nearing end of life. The patient underwent an ipg replacement procedure.